Event description:
It was reported that syringe 3ml ll 200 s/c had graduation issues. This occurred on 4 occasions. The following information was provided by the initial reporter: material no: 309657. Batch no: 0217364.   It was reported that a few syringes had a graduation issue.   Verbatim: issue: on our last production batch of syringes the technicians noticed a small % of the lot had markings a small way down the barrel instead of at the syringe tip. Clinical implication the syringes were filled with approximately 0.4 ml instead of 0.3 ml. We have transferred these incorrect syringes into new syringes and the range of actual volumes delivered were from 0.3 ml to 0.4 ml. We have quarantined all 3 ml syringes in this lot, and have reviewed all produced syringes this morning. Joyce and I also went up to the clinic just now and returned 4 syringes that we found had this problem. I checked all the vaccinators tables and all syringes in use had the correct graduations. So it is possible a few syringes from this morning had up to 0.1 ml extra in the syringe. I don¿t know what % this might be but looks to be in the range of maybe 5% of the syringes had this graduation issues.

Manufacturer narrative:
Correction: the complaint is being cancelled. It is a duplicate of MFR report # 9614033-2021-00039 which has already been reported for malfunction.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml ll 200 s/c had graduation issues. This occurred on 4 occasions. The following information was provided by the initial reporter: material no: 309657 batch no: 0217364   it was reported that a few syringes had a graduation issue.   Verbatim: issue: on our last production batch of syringes the technicians noticed a small % of the lot had markings a small way down the barrel instead of at the syringe tip. Clinical implication the syringes were filled with approximately 0.4 ml instead of 0.3 ml. We have transferred these incorrect syringes into new syringes and the range of actual volumes delivered were from 0.3 ml to 0.4 ml. We have quarantined all 3 ml syringes in this lot, and have reviewed all produced syringes this morning. (B)(6) and I also went up to the clinic just now and returned 4 syringes that we found had this problem. I checked all the vaccinators tables and all syringes in use had the correct graduations. So it is possible a few syringes from this morning had up to 0.1 ml extra in the syringe. I don¿t know what % this might be but looks to be in the range of maybe 5% of the syringes had this graduation issues.